Event description:
It was reported that a splice kit was used on the atrial lead and that there was double counting of pvcs (premature ventricular contraction) noted. Ventricular blanking post-ventricular sense was reprogrammed and the atrial lead remains in use. A new right ventricular pace/sense lead was y-adapted to the pace/sense portion of the chronic right ventricular lead, with both leads remaining in use. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.